Manufacturer narrative:
(B)(4). Visual examination of the returned product identified there are wear lines along the shaft of the device. The rod has fractured at the tip of the device. Complaint confirmed based on evaluation of the returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the guide rod was broken. There was no known impact or consequences to the patient. It was reported that no further information is available.